Event description:
The customer reported image flickering alternating between bright and dark during maintenance involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). E1 - address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.